Event description:
It was reported that during a left heart catheterization a guide wire tip detachment occurred. The target lesion was in a mildly tortuous, mildly calcified obtuse marginal (om) coronary artery. An unknown guide catheter was inserted. The kinetix, str, 185cm guide wire was selected and advanced to the om2 artery. A second kinetix guide wire was advanced to the circumflex artery. The kinetix, str, 185cm guide wire was removed from the om2 artery and placed in the om1 artery. When the guide wire was removed from the om1 artery it was noted that the tip from the guide wire had detached at the distal tip of the guide catheter. The guide wire tip was snared with an unknown device and removed from the patient. The procedure was completed with a non-bsc guide wire. The patient's post procedure status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed that the corewire and high torque sleeve (hts) were fractured. The proximal portion of the core wire was protruding through a micro-cut in the hts, the distal portion of the distal tip measured 1.5" long from the core wire fracture surface to the tip. The proximal portion of the distal tip measured 6.25" long from the core wire/hts fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the core wire fracture may be attributable to ductile bend overload. There was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a left heart catheterization a guide wire tip detachment occurred. The target lesion was in a mildly tortuous, mildly calcified obtuse marginal (om) coronary artery. An unknown guide catheter was inserted. The kinetix, str, 185cm guide wire was selected and advanced to the om2 artery. A second kinetix guide wire was advanced to the circumflex artery. The kinetix, str, 185cm guide wire was removed from the om2 artery and placed in the om1 artery. When the guide wire was removed from the om1 artery it was noted that the tip from the guide wire had detached at the distal tip of the guide catheter. The guide wire tip was snared with an unknown device and removed from the patient. The procedure was completed with a non-bsc guide wire. The patient's post procedure status is fine.